Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non -reportable condition. During the investigation a secondary condition of damage to the 44-pin flex cable was detected. This condition has a potential for patient harm. Visual inspection noted no visible damage and a completely depleted battery. Analysis of the system logs showed multiple continuous resets which lead to a depleted battery. The rear housing of the device was removed and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy, after checking the first power handle started up and was inserted into power shell, but it was a blackout. Even though it was restarted, the same issue occurred. A new power handle and new power shell were opened and set. After it was inserted into the power shell, the handle displays a red battery (the display like out of charge), and it was unable to be used. The device was restarted, but the same issue occurred. The product was not used to the patient. Another handle and shell were used to complete the case. After the reported devices were checked, the first power handle, displayed in ver at the startup without displaying the number was noted. Though it was inserted into another power shell, there was no response. It was also unable to perform version up again. On the second power handle, though it was collected and charged for one day, it remained to display red battery (the display like out of charge) which was in the black screen.